Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The 1st used tigerpaw system ii device was misfired. The second tigerpaw system ii device was successfully used to complete procedure. Dr. Lee said that he probably misfired it himself. There was no bleeding based on this event. There were no patient negative effects.